Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch mw5085830) that a female patient underwent breast prostheses implantation with mentor smooth round moderate profile 375cc saline breast prostheses and suffered several unexplained systemic symptoms, including viral meningitis, breathing issues, viral infections, thyroiditis, fibromyalgia, brachial plexus nerve damage and neurological symptoms, ana positive, osteopenia, vitamin d deficiency, mthfr mutation, chronic fatigue, brain fog, memory loss, muscle and joint pain, two arthroscopic hip surgeries to replace torn labrum, hair loss and hair thinning, dry skin and hair, premature aging, weight gain, chronic systemic inflammation, neuropathy, neurogenic pruritus, insomnia, chronic dry eyes, vision problems, hypothyroid thyroiditis, parathyroid dysfunction, anterior pituitary disorder, hormone imbalance, early menopause, low libido, slow healing, bruises easily, throat clearing, coughing, choking, reflux, low serum alkaline, phosphatase, premenstrual dysphoric disorder, gastrointestinal reflux, leaky gut, irritable bowel syndrome, persistent fevers, night sweats, intolerance to heat/cold, persistent infections (viral, bacterial, and fungal), persistent plantar wart (did not resolve after surgery to remove), yeast infections, candida, sinus infections, multiple polyps removed during three colonoscopies, ear ringing, ear infections, vertigo, gluten intolerance, headaches, migraines, ocular migraines, slow muscle recovery after minor activity, heart palpitations, changes in heart rate, heart pain, sore and aching joints (in shoulders and hips), swollen backbone, tender lymph nodes (in breast area, underarm, throat, neck, and groin), dehydration, numbing/tingling sensation in both arms, chronic cold hands, feet pain, burning sensation around implant, underarm cervical plexus, breathing problems, shortness of breath, chronic chest pain, low white blood cell count, gallbladder problems, anxiety, depression, panic attacks, and symptoms of fibromyalgia and lyme disease. In addition, the patient reported increased igg symptoms of autoimmune diseases include raynaud¿s disease, hashimoto¿s thyroiditis, rheumatoid arthritis, lupus, sjogren¿s syndrome, and nonspecific connective tissue disease. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the 2nd of two breast prostheses.